Event description:
The event involved a plum 360 infusion pump. The reporter stated that the pump had a fire during its operation while it was infusing base fluids during a neurosurgery procedure. Neither the patient nor the operator were affected. The event occurred during patient use, however, no one was harmed as a result of this event.

Manufacturer narrative:
Device received for investigation. The customer comments that the device was burned during the infusion. The visual inspection was performed and was found traces of smoke in the cord retainer, the cord retainer is removed and spillage traces are found in the rear house . The alternate current (ac) cable connector to the device was burned. The ac power cord is disconnected to continue with the analysis and the ac connection of the power supply was found burned in the connector (filter ac). The device for an internal visual evaluation was disassembled, the power supply is removed but no more evidence of spark or fire is found. The probable cause that generates the short circuit between the pump connection and the ac cable was the trace spillage that entered the ac filter connector and the connector of ac power cord. For this reason generated smoke and sparks. Initial reporter phone number: (B)(6).